Event description:
Pt reports pump (sn (B)(4)) had fluid in pump. Pt stated she is careful when she set up pump. Sending replacement pump. Yes the error did occur while in use. No adverse effect was noted and we will get pump back for inspection. No other info available. Dose or amount: 60 nkm, frequency: continuous, route: sub-q. Dates of use: from (B)(6) 2017 to ongoing. Diagnosis or reason for use: pah.